Event description:
Physical therapy pt was using bench press on the weight machine. The pin that holds the bar in place was not inserted. Upon exercising, the bench press bar came out of its slot & impacted the pt's forehead, above the left eyebrow. The pt required 7 sutures.